Event description:
Event description guidant received information that an attempt to inquire/interrogate this pacemaker was not successful. Observed on the programmer was a message indicating noise was present as was a telemetry error. The patient's underlying rhythm was 58 bpm, and that had no change with magnet application.